Event description:
The customer reported that the pressure line is cracking off the circuit smooth bore w/filter 10/cs during patient use. Furthermore, there is no information regarding patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the issue was resolved reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.